Manufacturer narrative:
The consumer alleges the left front leg snapped, causing him to fall. Past history with similar products indicates that user instability and sudden / improper device loading is the most likely cause of this incident. No serious injury is reported. Malfunction is not confirmed. Manufacturer is attempting to obtain product for inspection. MDR filed based on alleged unconfirmed malfunction.

Event description:
The front left leg allegedly snapped, causing the consumer to fall and hit his head and elbow. No serious injury is alleged.